Event description:
Customer placed pod on (B)(6) 2012 and was "feeling ill that day." The next day, she was "throwing up all way." From 2:33 am to 1:37 pm, her bgs ranged from 334 mg/dl to 352 mg/dl. Within this time period, she administered 23.9 units of insulin. At 12:00 pm, her pdm displayed meter errors: 2, 3, and 4 when trying to test her bg. The customer went to the ER around 1:37 pm and she was admitted to the ICU and diagnosed with dka. Customer was placed on insulin drip upon admittance, and will be resuming the pod today ((B)(6) 2012) and transferred to regular floor in hospital. She is "doing and feeling much better." The pod was discarded and, therefore, will not be returned for eval.

Manufacturer narrative:
The pod was discarded and we are, therefore, unable to assess product condition. We are unable to determine what may have caused or contributed to the dka event. The omnipod's user guide advises "the easiest and most reliable way to avoid dka is by checking blood glucose at least 4 to 6 times a day." The guide instructs users to treat dka as follows: once you have begun treating for high blood glucose, check for ketones. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present and you are feeling ill, immediately call your hcp for guidance. If ketones are positive, but you are not feeling ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose has not declined, immediately call your hcp. The omnipod's user guide warns "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." The omnipod's user guide discusses possible causes of blood glucose meter error messages that users may encounter. Meter error 2 may indicate a problem with the test strip or meter, very high blood glucose (above 500 mg/dl), high control solution applied when temperature is too cold (this applies only to control solution labeled high). Meter error 4 may also indicate a problem with the test strip or meter. After error 3 may indicate incorrect test procedure, or a problem with the strip or meter. The user guide suggests appropriate actions when these meter errors occur. Product lot records could not be reviewed since no lot number was provided.